Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose levels while wearing her insulin pump. Customer's last blood glucose reading was 330 mg/dl. She treated using the insulin pump. She said she experienced excessive thirst and urination. The drive support cap appears normal. There is no damage to the outside of the device. Customer is not sure but there may be air bubbles in the line. She cannot see very well. The device's history is accurate. The last bolus was at 10:46 am. Trouble shooting could not be completed because customer does not have tubing clamps. She was advised of proper infusion set methods. She was advised to monitor the device and her blood glucose levels, and to call back if needed. Nothing further reported.